Event description:
The pt became seriously ill and had to be transferred to ICU after undergoing an acl reconstruction with an auto-graft. It was determined that the pt's illness was an infection called clostridium difficile colitis (antibiotic-associated colitis, c. Difficile colitis).

Manufacturer narrative:
The infection was determined to be clostridium difficile colitis, an infection that is frequently found in hospitals, nursing homes, extended cares facilities & nurseries. Device history records and sterility certifications revealed that all sterile products used in the case at facility conformed to the release requirements as set forth in p032; serialization requirements & release procedure.